Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer reported the pump usb port was loose. The customer¿s blood glucose was 84(mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.